Event description:
It was reported, that the patient presented remotely via merlin.net. Transmission revealed, that the left ventricular lead exhibited high pacing impedance. Programming changes were made. The patient was stable.